Event description:
It was reported that approximately 6 years and 2 months following the implant of a transcatheter aortic valve, the patient was hospitalized and imaging was performed that revealed a thrombus on the right coronary artery cusp leaflet, as well as significant thrombus in the sinuses. It was noted that due to the thrombus, the patient was at an increased risk of adverse events if a valve-in-valve procedure was performed. After further discussion, it was decided to trial a course of anti-coagulants for 8-12 weeks to improve the sinus flow, coronary artery flow and potentially resolve the thrombus. Subsequently, potential bleeding was identified. The patient remained hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.